Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported the cartridge was leaking from the septum. Customer's blood glucose level ranged from 300 mg/dl to 499 mg/dl. Customer successfully loaded a new cartridge to resolve the issues and resume insulin therapy on the pump.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified. Based on the analysis, the alleged leaking cartridge issue could not be verified.